Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple resume pump alarms occurred intermittently. Reportedly, the customer was able to resolve the issue and resume insulin therapy. Customer¿s blood glucose value was 300 mg/dl.